Manufacturer narrative:
(B)(4). Additional information received from maude event report: patient returned to operation room to r/o gastric leak second to lap. Sleeve gastrectomy. Proximal gastric leak found approx. 1cm to 1.5cm to the ge junction where it was noted that the staples did not curl into a b. Approximately 700ml of blood observed. Patient continued to deteriorate and was transferred to another facility for a higher level of care where he died. Patient developed post-op gastric leak following procedure of laparoscopic sleeve gastrectomy. Day of procedure a gold load staples used in endoscopic stapler. Also blue staple loads were used in endoscopic stapler. Upon return to the operating room it was identified that the staples did not curl with b sealing the tissue which allowed the leak. Additional information requested and received: s blue and gold cartridge selection typical for this surgeon? Yes. The surgeon usually starts out with 1-2 gold and then finishes with blue.

Event description:
It was reported that following a sleeve gastrectomy there was a leak up near the esophagus and the patient was hospitalized. The surgeon took the patient back to surgery two days after and examined the staple line and found a gaping hole. The hole was resolved by suturing. No device returning.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what was the cartridge selection throughout procedure? Gold for the first firing and blue for the rest of the firings. Was buttressing material used? No. Were any issues noticed with staple formation in primary operation? No. How was the leak identified? Was a leak test performed in initial procedure? Post-operative patient symptoms¿I don¿t know if a leak test was done. How long after the initial procedure was the leak identified and the patient was brought back? 2 days. What is the current patient status? Unknown.